Event description:
It was reported that during defibrillation threshold (dft) testing at implant of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), the patient was unable to be successfully converted. Conversion difficulty was also encountered with external shocks. High shock impedance measurements of 125 and 137 ohms was observed following shock delivery. It was noted that the s-ICD was placed intermuscular. The patient was noted to be tall and barrel chested. The device and electrode were attempted, but not implanted. The physician plans to implant a transvenous implantable cardioverter defibrillator (ICD) system on an unknown future date. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The electrode was returned and analysis was completed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.